Event description:
It was reported to medtronic minimed that the customer pump insulin was not exit at the end of the tube and no occlusion alarm and experienced hyperglycemia. Customer reported hyperglycemia was treated with manual injection. The event involved product(s) mmt-1885. Troubleshooting was not performed. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue to use the insulin pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted during testing. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, missing display window cover, stained and faded serial number label, cracked belt clip rails, corroded battery tube, corroded motor home switch. Please see below for the first ten boluses listed on the event date 17-feb-2025 in the pump history file. (B)(6) 2025 00:03:15.000 normalbolusdelivered ((B)(4)) systemtime = (B)(6) 2025 00:03:15.000. Bolusprogrammingmethod: cl1autobolus ((B)(4)) bolusamountdelivered: 6000 (0.6 u). (B)(6) 2025 00:08:00.000 normalbolusdelivered ((B)(4)) systemtime = (B)(6) 2025 00:08:00.000. Bolusprogrammingmethod: cl1microbolus ((B)(4)) bolusamountdelivered: 1750 (0.175 u). (B)(6) 2025 00:13:00.000 normalbolusdelivered ((B)(4)) systemtime = (B)(6) 2025 00:13:00.000. Bolusprogrammingmethod: cl1microbolus ((B)(4)) bolusamountdelivered: 1750 (0.175 u). (B)(6) 2025 00:17:57.000 normalbolusdelivered ((B)(4)) systemtime = (B)(6) 2025 00:17:57.000. Bolusprogrammingmethod: cl1microbolus ((B)(4)) bolusamountdelivered: 1500 (0.15 u). (B)(6) 2025 00:23:00.000 normalbolusdelivered ((B)(4)) systemtime = (B)(6) 2025 00:23:00.000. Bolusprogrammingmethod: cl1microbolus ((B)(4)) bolusamountdelivered: 1750 (0.175 u). (B)(6) 2025 00:27:57.000 normalbolusdelivered (220) systemtime = (B)(6) 2025 00:27:57.000. Bolusprogrammingmethod: cl1microbolus ((B)(4)) bolusamountdelivered: 1750 (0.175 u). (B)(6) 2025 00:33:09.000 normalbolusdelivered ((B)(4)) systemtime = (B)(6) 2025 00:33:09.000. Bolusprogrammingmethod: cl1autobolus ((B)(4)) bolusamountdelivered: 4250 (0.425 u). (B)(6) 2025 00:37:57.000 normalbolusdelivered ((B)(4)) systemtime = (B)(6) 2025 00:37:57.000. Bolusprogrammingmethod: cl1microbolus ((B)(4) bolusamountdelivered: 1500 (0.15 u). (B)(6) 2025 00:42:57.000 normalbolusdelivered ((B)(4)) systemtime = (B)(6) 2025 00:42:57.000. Bolusprogrammingmethod: cl1microbolus ((B)(4)) bolusamountdelivered: 1250 (0.125 u). (B)(6) 2025 00:52:55.000 normalbolusdelivered ((B)(4)) systemtime = (B)(6) 2025 00:52:55.000. Bolusprogrammingmethod: cl1microbolus ((B)(4)) bolusamountdelivered: 1500 (0.15 u). Pump passed functional testing and no alarms or alerts noted during testing. Possible under delivery anomaly and absence of occlusion alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.